Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial component due to medial ankle pain secondary to varus implantation and subsidence.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event was confirmed with review of imaging by medical professionals that lines up with information provided by the treating surgeon. Upon further investigation of the CT scans by healthcare professionals the following was observed, ¿there is clear radiolucence and some cavities and condensation at the tibial adjacent to the tibial component indicating loosening and subsidence (migration). The size of the implant seems a tiny bit too small. It is likely, that the surgeon has decided to choose the smaller implant to prevent other conflicts and that this choice may have contributed to the relatively early failure. The pe cannot be assessed directly with the CT, but there is no indirect sign, that loosening or migration has taken place. The talar component also shows radiolucence and it seems to be migrated posteriorly. Therefore loosening and migration can be confirmed as well." Based on investigation, the root cause was attributed to a patient factors related issue. The event was caused by radiolucence, cavities and condensation at the tibial bone adjacent to the tibial component . A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial component due to medial ankle pain secondary to varus implantation and subsidence.